Event description:
Reporter indicated that vns pt developed an infection post-implant. It was reported that the pt underwent an additional surgery approximately three months post-implant to clean out the area around the generator where a pocket of fluid had developed. The pt was then prescribed a 30-day course of IV antibiotic treatment. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices. Investigation to date has been unable to determine the cause of the reported infection.